Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure and the explanted device components were discarded. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: 20697385 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: 20908882 UDI: (B)(4).